Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Patient described the area as bleeding open wounds. The patient¿s physician prescribed mupirocin cream for the skin irritation. Follow up indicated that the skin irritation improved.